Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that, off and on for about a week prior to the report, the patient was feeling electronic impulses down their left leg into the foot. They added that this was waking them up at night. They were feeling stimulation in the target area, but also down their leg. They noted that they sometimes got a surge with the stimulation, and they usually did not feel it during the day. They noted that this resulted in an ache and they would have to elevate their leg, use heating pads, and take ibuprofen. They mentioned that the ache felt similar to the electronic feeling they would get with the stimulation. They added that they had increased the stimulation from 3.9 to 4.3, before the issues had occurred, because they were having more stress incontinence and they were going to take a 20 hour flight to australia. The stress incontinence started towards the end of (B)(6) 2016. They confirmed that the stress incontinence returned to normal after they had turned the stimulation up to 4.3. They also confirmed that their therapy was on by using the patient programmer. They reported that they had fallen in (B)(6), but did not believe that it affected the system. They added that they had vision impairment, but that was not related to the device or therapy. They were going to follow up with their healthcare professional (hcp) about the stimulation in the wrong location, the ache, and the stress incontinence.

Event description:
Additional information was received from the patient and it was reported that the patient saw an urologist on (B)(6) 2016 and the patient had no problems at that time. The patient reported that the program had been 4.3 prior to the end of (B)(6) then down to 4.1 then had electrical impulse down left leg prior to decrease 4.1, somehow the program changed and now at 3.4. The patient reported that they were to meet with a manufacturer¿s representative on (B)(6) 2017 to explain the different programs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported having stimulation going down their left leg at 4.3, decreased to 4.1 and issue was resolved.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.